Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 5500mg/ml and baclofen 50mcg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had an MRI on (B)(6) 2021. The patient was seen today where logs reveal tube set error on (B)(6) 2021 and no volume discrepancy, no symptoms and no alarm. Per the reporter, current pump settings after update show no motor stall. Logs were not read but no events confirms this was likely telemetry state. The patient¿s pump was now filled and doing well.